Manufacturer narrative:
Device evaluation: the zso-7-10 device of lot number c1769012 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a document review: prior to distribution all zso-7-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-10 of lot number c1769012 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1769012. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the excessive force as the stent was straightened with the straightener. It is possible that excessive force caused the stent to break summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 13-jan-2022.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-10 to drain the biliary tract. In the process of unfolding the pigtail with a straightner in order to pass zso-7-10 through the pre-positioned awg2-35-450, the pigtail part was broken, and the wire did not pass. So they used boston's double pigtail stent. They have previously used boston's pigtail stent, and have recently started using zso. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No